Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The patient in the EU had their impella cp implant procedure aborted due to patient anatomy.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the delivery issue was patient condition related to patient¿s small/ diseased vessels (aorta).